Manufacturer narrative:
Device not returned.

Event description:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after implant duration of approximately 74.2 months, due to aortic stenosis. Information learned from implant patient registry and from the surgeon's response.